Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving an error alarm on the insulin pump. She stated that she had received the alarm before when the batteries were out of the insulin pump for an extended period of time but that this time the batteries had not been out. The blood glucose reading was 160 mg/dl. She did state that the alarm occurred shortly after a battery change. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.